Event description:
It was reported by the patient that the previously working remote monitor failed to power on when the start button was pressed. After the patient unplugged and reconnected the power cord, the remote monitor successfully powered on and the transmission was successful. The remote monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.